Event description:
Device was received and analyzed. No information was provided with the returned device.

Manufacturer narrative:
Final analysis of the device revealed motor corrosion and gear train anomaly; slight residue was seen on lower and upper shaft of gear wheel three of the motor. Drug delivered per analysis was baclofen.